Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. As the rpn of this device is unknown a 510k number cannot be provided.

Event description:
Shin et al 2017 - "pancreatic perforation caused by the soehendra® retrieval device in a patient with chronic pancreatitis". We performed endoscopic retrograde cholangiopancreatography (ercp) and insertion of an erpd stent to decompress the pancreatic duct to resolve his abdominal pain. The pancreatogram showed a very tight stricture of the main pancreatic duct at the head portion. During cannulation, the guide wire barely passed through the main pancreatic duct. The patient underwent abdominal CT, which showed localized peritonitis with pneumoperitoneum in the retroperitoneum, likely due to perforation by the erpd stent. We inserted a soehendra® bougie dilator (4¿6 fr; cook medical, bloomington, in, USA), but it failed to pass the stricture. Dilating the stricture by drilling using a soehendra® retrieval device (7 fr; cook medical) was successful, and an erpd plastic stent (7 fr/10 cm, single pigtail; cook medical) was inserted into the main pancreatic duct along the guide wire. However, the patient complained of persistent abdominal pain after the procedure. An emergency operation was per-formed, during which we found that the head portion of the pan-creas was punctured by the erpd stent. Therefore, a total pancreatectomy was performed. In this case, we do not think that the hydrophilic guide wire caused perforation of the pancreatic duct and pancreatic parenchyma. However, the guide wire did not pass the severe stricture and moved to the uncinated duct, resulting in pancreatic perforation. The patient recovered after the operation and was discharged. He has since been monitored on an outpatient basis. As per clinical input "the user should have ensured that the wire guide was inserted into the main pancreatic duct " this file will capture this user error.

Event description:
Cancellation report being submitted as on 20-may-21 confirmed that the wire-guide used cannot be confirmed to be a cook device. Perforation which occurred already captured under (B)(4) (emdr 3001845648-2020-00300).

Manufacturer narrative:
Cancellation report being submitted as on 20-may-21 confirmed that we wireguide used cannot be confirmed to be a cook device. Perforation which occurred already captured under (B)(4) (emdr 3001845648-2020-00300).